Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. There was no image present due to a faulty charged coupled device unit. Additionally, the unit failed the leak test, and the label on the rear cover was found fading. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that her olympus 4k autoclavable camera head was not displaying an image during preparation for a laparoscopic procedure. According to the initial reporter, the intended procedure was completed using another 4k camera head without any delays or reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is possible that a defective charge-coupled device (ccd) caused a video defect, resulting in an image display abnormality that prevented the subject from being recognized. However the root cause of this even could not be identified. Olympus will continue to monitor field performance for this device.